Event description:
It was reported that during right atrial (ra) explant procedure, the right ventricular (rv) lead became stuck together with the ra lead, which led to the explant of the rv lead as well. Both ra and rv lead were explanted and replaced. The patient was stable in condition.